Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events: 31. Otp 31 - exair - attachment: [otp_asr_june_july.2016. (2).zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated dyspareunia, exposure 5 mm posteriorly, rectocele, enterocele.